Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and reported that the iabp appliance operated on batteries as it was not properly seated in the trolley. Functional and safety checks to meet factory specifications were performed, and passed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, g7, h2, h6, h10, h11 corrected fields: g1, h4.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.